Event description:
It was reported that a 27mm 6900p mitral valve was disabled via a valve-in-valve procedure after an implant duration of 6 years, and 3 months due to stenosis and regurgitation. The patient presented with dyspnea, fatigue, orthopnea, and weakness. A 9750tfx 26mm transcatheter valve was successfully implanted. The patient was stable post-procedure. Per medical records of the mvr (2016); the 27 perimount plus was implanted on (B)(6) 2016.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm unknown model perimount plus valve, in the mitral position was disabled via a valve-in-valve procedure after an implant duration of approximately 6 years, 3 months due to stenosis and regurgitation. Patient presented with fatigue, doe, orthopnea, dyspnea, and weakness. A 9750tfx 26mm transcatheter valve was successfully implanted. The patient was stable post procedure.

Manufacturer narrative:
Investigation findings, and investigation conclusions. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.